Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,385 ohms. Technical services (ts) discussed troubleshooting options. Subsequently, both the rv and right atrial (ra) leads were explanted and replaced two weeks later. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that the ra and rv leads were explanted and replaced due to twiddler's syndrome. X-ray imaging had confirmed that the leads had pulled back to the device pocket, which likely contributed to the observed out-of-range rv pace impedance measurements. No additional adverse patient effects were reported, and the hospital will handle product return.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,385 ohms. Technical services (ts) discussed troubleshooting options. Subsequently, both the rv and right atrial (ra) leads were explanted and replaced two weeks later. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that the ra and rv leads were explanted and replaced due to twiddler's syndrome. X-ray imaging had confirmed that the leads had pulled back to the device pocket, which likely contributed to the observed out-of-range rv pace impedance measurements. No additional adverse patient effects were reported, and the hospital will handle product return.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined the lead was likely damaged due to external stress applied to the lead body. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,385 ohms. Technical services (ts) discussed troubleshooting options. Subsequently, both the rv and right atrial (ra) leads were explanted and replaced two weeks later. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.